Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and noted that the rv lead reached out-of-range values in a single isolated instance. The field representative explained that the patient was in a car accident on that date. Ts provided recommendations if the measurements remain high and suggested an in-clinic visit to evaluate a possible lead integrity issue. No adverse patient effects were reported. This rv lead remains in service.